Event description:
The nurse technician reported, in the presence of the registered nurse, that a 24 week old female infant, (weight 800 grams), extubated. The complainant is using rsp endotracheal tube holder, h4051, size 2.5, with a portex tube. The lock came off and was found in the infant's bed. Oral secretions were average. The infant was suctioned approximately 2 hrs prior to the event. The infant was re-intubated without incident. The product was not saved.